Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. H6: code c20 - a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one timepoint available for evaluation: post-implantation cta date (B)(6) 2024. ¿ maximum aaa diameter appears to be 64.2mm x 69.6mm. Cannot confirm aneurysm growth with one timepoint. ¿ the length from the right renal artery (rra) to the proximal circumferential device appears to be ~4.2cm, by outer curve length. ¿ aortic diameter just distal to the rra appears to be 21.3mm. ¿ aortic diameter ~8mm distal to the rra appears to be 21.8mm. ¿ aortic diameter 15mm distal to the rra appears to be 38.1mm. ¿ axial imaging confirms contrast outside the proximal implanted device. ¿ type I endoleak is present. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an unknown endovascular procedure utilizing a gore® excluder® conformable aaa endoprosthesis with a reverse tapered neck and it is unknown if there were any patient anatomical challenges. On (B)(6) 2024, the patient underwent a follow up where it was noticed that the trunk ipsilateral conformable had been deployed slightly lower than initially intended (unknown if migration occurred) and over time developed a type 1a endoleak. It is also unknown if there is aneurysm growth. Physician plans to treat the type 1a endoleak with a gore® excluder® conformable aaa endoprosthesis (conformable aortic extender).